Manufacturer narrative:
Evaluation summary: a customer reported a malignant glaucoma occurrence following a glaucoma shunt implant procedure, and that the device was also touching the iris and cornea. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested and received. (B)(4).

Event description:
A customer reported a malignant glaucoma occurrence following a glaucoma filtration device implant procedure. Additional information was received reporting the patient is experiencing vision loss. There is an increase in intraocular pressure. The device is iris and cornea touching. The patient was hospitalized and a vitrectomy was performed.